Manufacturer narrative:
Concomitant product: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: catheter.

Event description:
Additional information was received from the manufacturer representative. It was reported that the entire system was explanted by the surgeon.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving an unknown drug via an implantable infusion pump. The indication for use (IFU) was listed as spinal pain. A company representative thought there was an infection around the catheter area in the back. The infection was associated with a recent implant procedure. The patient was in pain. The physician was planning to remove part of the catheter, but wanted to leave the pump in place to save it. The drug information, initial reporter, other medications, pertinent medical history, onset, diagnostics, cause, and outcome were not reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.